Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and without requiring assistance from a third party. Technical support provided information on resetting the pump and assisted the caller in doing so. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back should any malfunction codes appear again.